Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. No further follow up is planned. Evaluation summary the patient experienced hypoglycaemic coma and was hospitalized after unintentionally injecting humalog instead of lilly insulin glargine while using a humapen luxura champagne device (lot number unknown). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use. Having previously created and placed labels on his two luxura devices (a humalog label on a burgundy-colored luxura and a glargine label on a champagne-colored luxura), the patient inadvertently placed a humalog cartridge in the pen labeled for glargine. The patient did not visually inspect and confirm that the device contained the correct insulin before his injection. The patient experienced a "wrong drug" medication error as a result of relying on his own external pen labels rather than inspecting the actual cartridge. The device user manual instructs the user to read the cartridge label prior to each injection to ensure the pen contains the correct lilly insulin and that the cartridge is not damaged or expired.

Event description:
(B)(4) this case, initially and additionally reported by a diabetologist via a sales representative, concerns a (B)(6) male. The patient was diagnosed of type 1 diabetes mellitus since (B)(6) 2008. He had history of renal cell carcinoma between (B)(6) 2013. He concomitantly received metformin hydrochloride and pioglitazone hydrochloride for unknown indication. The patient had received competitive insulin glargine and insulin aspart was switched to company insulin glargine and insulin lispro on (B)(6) 2015. The patient subcutaneously received insulin lispro (humalog, cartridge, lot# unknown) via a reusable pen (luxura burgundy, lot# unknown) 5 iu in the morning, 5 iu at noon, 12 iu in the evening before meals and insulin glargine (insulin glargine lilly, cartridge, lot# unknown) via a reusable pen (luxura champagne, lot# unknown) 6 iu in the morning and 19 iu in the evening for type 1 diabetes mellitus beginning on (B)(6) 2015. The patient received these reusable pens with putting seals writing drug names respectively. On 07-jan-2016 in the evening, 154 days after starting the first dose of insulin lispro and insulin glargine, an ambulance was called after he was swaying and his consciousness was gradually disturbed during shopping in a supermarket. He had poor response for call and his eyeballs were raised upward when he arrived at an emergency room in another hospital. His blood sugar at this time was 23 mg/dl. Administration of intravenous glucose was immediately initiated since he was considered as hypoglycaemia. His consciousness was improved and he was hospitalized for monitoring follow-up for a night. It was reported that the patient experienced hypoglycaemic coma, which was considered as serious for life-threatening, since the patient received insulin lispro 19 iu instead of insulin glargine without supper after he improperly inserted insulin lispro cartridge into the reusable pen which was usually inserted insulin glargine cartridge. The reusable pens were inserted insulin lispro both although the patient thought that he properly inserted the cartridges since the patient noticed at first that the patient improperly inserted cartridges into the reusable pens conversely. On (B)(6) 2016, he recovered from the event and was discharged from the hospital. The administration of insulin lispro and insulin glargine was continued. The operator of the devices was the patient. It was not provided if the operator was trained. The storage condition of the devices was not reported. It was unknown how long the patient had used the device model and the reported devices. There was no reported complaint for this device. The device was not returned. The reporting diabetologist stated that the event was related to insulin lispro. The diabetologist stated that the event developed due to misidentification of the cartridges inserted into the devices. The diabetologist considered insulin glargine as concomitant. Updated on 09-feb-2016: additional information was received from the initial diabetologist via the sales representative on 08-feb-2016. Changed the event term from hypoglycaemia to hypoglycaemic coma, and the seriousness of event from serious for medically significant reason to serious life-threatening and hospitalization. Added patients demographics, concomitant drugs, and clinical course. Updated corresponding fields and narrative. Update 10-feb-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 24-feb-2016: additional information received on 24-feb-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.